Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the surgeon was trying to use the device with a gold cartridge during surgery, surgeon could not fire this device because cartridge of stapler was locked too tightly and surgeon failed to open it to use it. So he changed device into new one including cartridge at the same time because it was during surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55275. The analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.